Manufacturer narrative:
Date received by manufacturer: in follow-up #1, corrected to 10-jan-2018. (B)(4)

Manufacturer narrative:
Conclusion: (B)(4) "the lens was removed because the patient had a cataract. No problems with lens." (B)(4)

Manufacturer narrative:
Lens was returned in a specimen container. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.1, -13.0 diopter, implantable collamer lens in the patients right eye (od) on (B)(6) 2009. On (B)(6) 2017, the lens was removed because the patient developed a cataract. Cataract removal was performed at the same time of icl removal and a mx60 ( bausch + lomb) intraocular lens was implanted. It is reported that incident/injury was no product related, there was no problem with the lens. Patient is doing good.